Event description:
The doctor reported, during a case he was using a terumo .014in run through percutaneous transluminal coronary angioplasty (ptca) guide wire. When he attempted to shape the tip of the wire prior to inserting it into the guide catheter; he said "he felt it crack". There was no seperation of any part of the wire, but he did say "he could see what looked like cracks on the wire". The wire in question was removed from the procedure room.